Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the root cause was identified as a defective mainboard. Correction: mainboard was replaced.

Event description:
The following was reported to hamilton medical ag: summary: when switched on, machine is giving continuous beep sound, and it is not booting to ventilation or service mode.